Manufacturer narrative:
The hill-rom tech found pins were bent and the communication cable was difficult to connect. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2013 and 2014. It is unk if the facility performed any other preventative maintenance on this bed. The tech replaced the communication cable to resolve the issue. Based on the info, no further action is required.

Event description:
Hill-rom received a report from the account stating the nurse call was not working. The bed was located at the account in room 7319. There was no pt/user injury reported. (B)(4).